Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote monitoring report signaled a lead integrity alert (lia) was triggered on a right ventricular (rv) lead for low impedance levels and high rv thresholds. Physician is aware of the alerts and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: 407652 implantable pacing lead, implant: (B)(6) 2007. (B)(4).

Event description:
Additional information revealed that there was a right ventricular (rv) lead dislodgement with episodes of ventricular tachycardia (vt) related to rv lead noise. A lead revision was completed. Patient is enrolled in the product surveillance registry study.